Event description:
Boston scientific received information that during a device replacement procedure, all measurements tested through the previous device were normal. This implantable cardioverter defibrillator (ICD) was going to be implanted as the replacement device, but when the chronic right ventricular (rv) defibrillation lead was connected to this new device, the shock impedance measurement was high and out of range when tested in the triad configuration. When tested in other configurations, the shock impedance was still high, but not out of range. The rv lead was re-connected the old ICD, and the shock impedance measurement was normal and within range. The physician opened a second new ICD and connected it to the rv lead, and the shock impedance measurement was normal. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reported observation from the field could not be confirmed.